Event description:
It was reported that the patient presented to the clinic with the atrial lead exhibiting high impedance and no capture in the unipolar configuration. There is noise on the atrial electrogram and a suspected lead fracture. The lead remained implanted. No intervention or the patient did not experience any symptoms. The physician would not take any further action until the battery depletes.

Event description:
New information received notes that the lead was capped and replaced on 11 sep, 2019. Patient was stable throughout the event.